Event description:
Information was received from a patient who was receiving morphine (unknown) (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was told on monday by their healthcare provider (hcp), that the 'pump is failing'. The patient stated that they started having withdrawals over the weekend and went to the healthcare provider on monday morning and was told that the battery is failing. The patient stated their husband was taking them back to the office today again. It was noted that they gave themselves a bolus this morning but, could't tell that it did anything. The patient denied hearing any pump alarm. The patient was redirected back to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.